Event description:
It was reported that the device was used during an exploratory laparoscopic procedure. During insertion of the device, the resident experienced resistance as he was inserting into the abdominal wall. The resident pulled back on the trocar and he noticed that the shield was not retracting. Upon visual, the surgeon and the resident noticed a small nick (1/2 cm) in the uterus. The surgeon watched the area, there was no excessive bleeding. The site coagulated on its own without the need for manual suture. The pt is doing well. The surgical time was not extended, and pt recovered and was discharged as planned.